Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products : returned to manufacturer on: 2021-02-08. H6: investigation summary: one mz1000 china sample was received for investigation no packaging was received with the sample, however the customer indicates the affected lot number to be 20056234. Further information regarding the feedback was not available to assist the investigation. A visual inspection identified two cracks at the edge of the female luer adaptor leakage was observed from the cracks during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056234 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzer. However it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product. H3 other text : see h10.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the nurse connected the connector and the infusion set and found that the joint screw and the infusion set were leaking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the nurse connected the connector and the infusion set and found that the joint screw and the infusion set were leaking.